Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to press and insulin pump alarm with button error. The customer¿s blood glucose level was unknown. Customer was not able to clear the alarms because the buttons on the insulin pump were not working. Customer also reported that the insulin pump screen was blank. Customer stated that the contacts on the battery cap was neither missing nor damaged. Display did return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarms, no frozen screen or unexpected blank display noted during testing.